Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that before surgery. The skin graft carrier was jammed inside the mesher. Therefore, the zimmer roller cannot be dissembled and the metal plate covering or that is aligned to the zimmer roller is bent. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, g1, g3, g6, h2, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that before surgery. The skin graft carrier(disposable) was jammed inside the mesher. Therefore, the zimmer roller cannot be dissembled and the metal plate covering or that is aligned to the zimmer roller is bent. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined that the device passed the mesh test. The comb had cosmetic damage and was replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.